Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and decreased pacing impedance values were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced to resolve the event.

Event description:
It was reported that the suspected cause of the event was right ventricular (rv) lead damage.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped to resolve the event.